Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 530mg/dl. The customer attempted to bolus with the insulin pump and a half hour she felt tightness in chest, pain in her arms, neck and jaw. The customer tried changing the site, and insulin was coming out, but her blood glucose was still going high. Reviewed the alarm history and found several low battery, low reservoir, and no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.